Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, she experienced an itchy sensation beneath the sensor patch adhesive. On (B)(6) 2025, the patient was unable to tolerate the itching and redness began to appear around the edges of the overlay patch, prompting her to remove the sensor early. Upon sensor removal, she noticed blisters, a rash, swelling/inflammation, scattered pustules, and dry flaky skin. She stated that she follows the dexcom instructions for use regarding skin preparation (cleaning and disinfecting the skin with alcohol), but this did not prevent the reactions from happening. On (B)(6) 2025, the patient visited her physician who assessed the reaction site and prescribed a topical steroid cream (hydrocortisone 2% cream, to be applied twice daily); in addition, two oral antihistamines were prescribed (hydroxyzine 25 mg, one tablet twice daily, for both day and night; and loratadine 10 mg, one tablet once per day). When the report was made, the patient indicated she would send photos, but they have not yet been received. The patient declined sensor replacements as the skin reaction keeps getting worse with each application. At the time of the report on (B)(6) 2025, the patient expressed concern and underwent a skin allergy test that confirmed her allergy to the materials in the dexcom cgm. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2025, the patient visited her physician who assessed the reaction site and prescribed a topical steroid cream (hydrocortisone 2% cream, to be applied twice daily); in addition, two oral antihistamines were prescribed (hydroxyzine 25 mg, one tablet twice daily, for both day and night; and loratadine 10 mg, one tablet once per day)." H2 correction.

Event description:
On (B)(6) 2025, the patient visited her physician who assessed the reaction site and prescribed a topical steroid cream (hydrocortisone 2% cream, to be applied twice daily); in addition, two oral antihistamines were prescribed (hydroxyzine 25 mg, one tablet twice daily, for both day and night; and loratadine 10 mg, one tablet once per day).